Event description:
This is the second of two reports (same product ID, same problem, same facility). Linked to mfg report: 3004608878-2016-00359. The a1059 mayfield modified skull clamp was in use on a male patient. When the patient was flipped and repositioned, the mayfield pins moved and caused injury. A medical intervention/revision was required. No further detail was provided for the injury or revision. Additional information has been requested.

Manufacturer narrative:
Investigation completed 01/06/2017. Method: -device history review (DHR), -trend analysis, -failure analysis. Device history record reviewed for this product ID work order / lot # 098470/131 (serial# (B)(4)) manufactured on 02/15/2013 show no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look shows there has been no new design or manufacturing trends identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have slipped. In summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2013 with no prior service history. The mayfield patient positioning for success chart has been provided to customer as a refresher tool.